Manufacturer narrative:
The device was returned for evaluation. It appears the tip heating element - when used/applied to patient - had the wire touch itself, leading to the destruction of the tip. The customer stated that the device was held active for a few minutes. The root cause of why the tip broke is believed to be misuse of the device in activating the device longer than intended per the IFU. Per IFU, the recommended duty cycle is 2 seconds on and 6 seconds off for a continuous time of no longer than 15 minutes. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "during a procedure, the physician was in the process of cauterizing a wound on the patient's left shin using a surgical cautery mckesson argent¿ fine tip high temperature device. Upon contact with the patient, the first tip exploded. A second tip was retrieved and used, but it also exploded upon contact. A third tip, sourced from a different lot number, was then used. No issues were reported with this tip, and the procedure continued without further incident."